Manufacturer narrative:
(B)(4):the pump was returned with visible moisture in the display lens. The pump powers on with functional auditory and vibratory alarms. All keypad buttons are unresponsive and investigators were unable to complete investigation for the alleged power issue due to the unresponsive buttons. During evaluation, a display lens leak and moisture inside the pump was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that this afternoon, after the patient went swimming, moisture was noted behind the display screen. The pump then lost power. The reporter replaced the battery but still does not have power to the pump. There is reportedly no damage to battery cap, which was last replaced two weeks ago. There are no reported adverse events related to this issue. This is being reported based on the allegation of loss of power to the pump.